Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back and sides that are red, itchy and some blisters. There was no alleged device malfunction contributing to the irritation. Patient reported applying triamcinolone acetonide cream. The outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution since triamcinolone acetonide cream requires a prescription.